Event description:
Mesh put on (B)(6) 2016. No problem with it till month 5 when mesh start shrinking significantly. This is the 2nd time I'm having to have this removed! I had this put in laparoscopically and this mesh has continued to shrink significantly while it's done this over rectus muscle! When this happens you lose feeling in your legs! Your rectus muscle affects legs! I have met with doctors that don't even know this, this should be anatomy 101. When I had a tear in the rectus muscle the pain went down legs/feet/toes as soon as it tore the rectus muscle! It was fixed when surgeon repaired rectus muscle! The mesh continues to shrink on the rectus muscle and strangulates everything under this mesh, try to endure this pain! I had no pain first 5 months but when you have to feel mesh strangulate on your muscle as you watch feeling in legs worsen from pain/burning/numbing to complete numbness and pain 24/7. I was never warned this mesh shrinks either time this was put in me! I wasn't warned the 1st time it was recalled! Why are these mesh companies allowed to put a defective product out there? Why isn't the FDA outlawing this? You can't allow mesh to be put in humans when it shrinks! This is setting the patient up for surgical failure before they even have surgery! My dr didn't warn me and I would venture to say this is happening with other patients! Why profit! This mesh isn't even compatible with human tissue! The FDA needs to warn the public because the drs aren't! I wasn't warned either time it was put in my body! If patients were warned they wouldn't be using! There only approximately 12-15 patients in the entire country who know how to remove this! This is less than 1 percent of drs who can take out vice approx a million surgeries each year for hernias put in by dr's! You have to fly to a doctor who is in another city! Dr's who put in should know how to take it out! All surgeons should have training on this mesh, some of these surgeons are clueless on what type of damage it does! You're now pleading with a dr to take it out that doesn't have knowledge about it, which means there are none sympathetic to your suffering? A majority of drs who take it out don't take insurance! The mesh manufacturers are making money from this product and it's unsafe to put this in any human! How many people have to be traumatized by this permanent mesh being taken out of their body? Profitability is blinding everyone! Stop allowing mesh manufacturers to harm the public!